Event description:
It was reported that the cuff deflated immediately after inflation. The incident occurred during test investigation and the device was operated by the caregiver in the hospital. There was no patient involved as tests were done before intubation. There was no harm/adverse event reported.

Manufacturer narrative:
H3: reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9. Date returned to mfg: 06-dec-2024. H6. Investigation codes: updated. Investigation summary: received one (1) opened/unused list# 100/199/080, tracheal tube. As received, there were no damages or anomalies observed. In order to replicate clinical use, the cuff was fully inflated with 20ml of air with an ICU medical provided syringe. The cuff was observed not to fully inflate. The cuff was then submerged in a water bath. A leak was observed on the cuff surface. In order to identify the leak location, the cuff was filled with ro water using an ICU medical provided syringe. The complaint of the cuff not inflating can be confirmed. The probable cause is unknown. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.